Event description:
Customer reported via phone call that the insulin pump got wet. Customer states that they were also receiving the change battery alarm so they did. Troubleshooting due to insulin pump being exposed to fluid. Customer also states that there were keypad anomalies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on the act button due to corroded keypad traces noted. Moisture damage on all electronic assemblies noted. No unexpected battery out limit alarms noted and the operating currents were in specification. The insulin pump passed displacement test and off no power test. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.